Manufacturer narrative:
One 8.5f swartz braided introducer and one 8.5f dilator was received for evaluation. Blood was observed on proximal hub at receipt. No visible anomalies were observed during inspection. The introducer was tested for leaks. The device was observed to leak from the hemostasis seal. Following leak testing, the hemostasis cap was removed and the seals were inspected. A hole in the proximal seal and a tear in the distal seal were observed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an atrial fibrillation ablation procedure a leak was noted from the hemostasis valve in a swartz braided introducer. The physician placed the introducer into the patient and inserted a brk needle with guidewire through the introducer to complete the transseptal puncture. The needle was removed and the physician aspirated with a syringe and detected bubbles. The introducer was exchanged and the procedure was completed. There were no adverse consequences to the patient.